Event description:
On an unreported date, a break in aseptic technique had occurred, further described as patient made mistake and attendant doing dialysis without proper training from baxter clinical coordinator. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. The cause of peritonitis was due to a break in aseptic technique. On an unreported date, the patient was treated with injection vencogen (1gm ip, frequency not reported) for peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. The root cause of the use error was undetermined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.